Event description:
It was reported that the cartridge fitting was loose. The customers blood glucose level was 400 mg/dl. The customer declined assistance from tandem technical support regarding the issue.